Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, head and liner exchange, metal liner coming out and cocr head being revised 32mm.